Event description:
It was reported that the pt had spinal fusion performed (date not provided) and afterwards her intrathecal baclofen therapy never seemed "quite right". Several adjustments were made to her baclofen dose, but the physician felt that there was a problem with the catheter. A dye study was performed (date not provided); the results were inconclusive. The catheter was replaced in 2008. The concentration and daily dose of baclofen being delivered via the pump were not reported.